Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed an open blistering irritation under the electrodes. The patient was using a cream at her own discretion. In addition, the patient's physician advised the patient to remove the lifevest for a week to allow the irritation to heal. Follow up indicated that the irritation healed and the patient continued use of the lifevest.